Event description:
A healthcare facility in (B)(6) reported that the heaterwire of an rt340 adult evaqua dual-heated breathing circuit was not heating. This was found after 10 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned breathing circuit was visually inspected and the heaterwires of the inspiratory and expiratory limbs were resistance tested. Results: the resistance test revealed that the inspiratory limb heaterwire was out of our specification. The expiratory limb heaterwire was within our specification. Further inspection of the inspiratory limb revealed that there was a break in the heaterwire. A lot check revealed no other compliants of this nature for lot number 121010. Conclusion: the electrical resistance of the inspiratory heaterwire was found to be outside our specification due to a break in the connection between the heaterwire and heaterwire pin inside the overmoulded plug. The hospital further reported that the returned rt340 breathing circuit was in use for 10 days. This extended use may have also contributed to the damage noted on the inspiratory heaterwire. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire on the returned rt340 adult dual-heated evaqua breathing circuit became faulty after it was released for distribution. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state: "this product is intended to be used for a maximum of 7 days." A red swing tag reiterating the 7 day use is also attached to the rt340 inspiratory limb. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that there was an electrical problem with the heaterwire of an rt340 adult evaqua dual-heated breathing circuit. This was found after 10 days of use. No patient consequence was reported.